Manufacturer narrative:
Preliminary analysis on returned programmer revealed that the flex cable was defective; this could explain the reported display issues.

Event description:
Reportedly, the display of the subject programmer showed stripes and changed colors. Additionally, during use the following pop-up with error messages appeared: cpr3 initialization failed. Preliminary analysis on the returned programmer did not reveal problem with cpr3 head. The display issue seems intermittent. Additionally, several plastic part were found broken or missing.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the display of the subject programmer showed stripes and changed colors. Additionally, during use the following pop-up with error messages appeared: cpr3 initialization failed. Preliminary analysis on the returned programmer did not reveal problem with cpr3 head. The display issue seems intermittent. Additionally, several plastic part were found broken or missing.

Event description:
Reportedly, the display of the subject programmer showed stripes and changed colors. Additionally, during use the following pop-up with error messages appeared: cpr3 initialization failed. Preliminary analysis on the returned programmer did not reveal problem with cpr3 head. The display issue seems intermittent. Additionally, several plastic part were found broken or missing.